Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that they passed the insulin pump through the airport security machines. Customer's blood glucose reading at the time of the call was 264 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.